Event description:
During a scheduled bilateral nipple sparing prophylactic mastectomy and immediate bilateral breast reconstruction, the surgeon who had a light mat on the sterile field, noted the pt had a burn to the midline of her chest. The device was removed from the sterile field and bactroban and xeroform was applied to the burn. Product investigation revealed the light fiber cable no longer fit tightly into the retractor, which inadvertently caused the end of the cable to fall out of the retractor and land on the pt's skin.